Event description:
Customer reported performing six consecutive tests within 5 minutes using the freestyle meter with results of 230 mg/dl, 210 mg/dl, 137 mg/dl, 96 mg/dl, and 203 mg/dl. The customer did not report requiring medical intervention. The report freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.